Event description:
The customer contact reported a disconnection and subsequent blood loss. After an unspecified length of time in use, it was noted that the stopcock disconnected from the female connector. The pt experienced a "small blood loss." The stopcock was reattached to the female connector. The monitoring kit remained in clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One representative device was evaluated. The device passed testing. The female adapter on the pressure tubing line is not bonded to the male luer connection of the three way stopcock. Product labeling states: "check all fittings to ensure tight connection." The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. This report represents all the info known by the reporter upon query by hospira personnel.